Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a plum 360¿ infusion pump "abrupt stop of the pump during chemotherapy, the screen is flashing. Clinical consequences: loss of the administered volume and remaining volume in the pump". The status of the product at the time of the event is during chemotherapy. There was no patient harm reported.

Manufacturer narrative:
Abrupt stop of the pump during chemotherapy, the screen is flashing - battery failure resulting in abrupt and complete loss of power (manufacturer csb p/n sub0000864 csb lot # ¿230303v23 ICU lot 13588165) the probable cause was evaluated as battery failure resulting in abrupt and complete loss of power. Apart from the failed battery, the pump appeared (from the logged data) to be operating correctly per the design. D9 - date returned to mfg: 1/4/2024.

Event description:
It was reported that a plum 360¿ infusion pump "abrupt stop of the pump during chemotherapy, the screen is flashing. Clinical consequences: loss of the administered volume and remaining volume in the pump". The status of the product at the time of the event is during chemotherapy. There was no patient harm reported.